Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with four representative unopened samples was received for analysis. Product code rs22. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related, no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, a detached needle, one needle-suture piece and two suture pieces, were received for analysis. The product code rs22 is double-armed. During visual inspection of the returned sample, one needle was noted detached from the suture and no suture remnant was noted inside of the needle hole and the insertion mark was noted in the detached suture. The other needle was noted to be still attached to the suture and body fluid were observed in the samples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. The needle detached from the suture thread during a surgical procedure to insert a cerclage 2. The event was managed without any consequences to the patient as the surgeon was able to use the other end of the suture to close. 3. The complaint was initially reported to me by the procurement manager. Following this I spoke further to the theatre cnm who was present in the surgery when the issue occured. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a a surgical procedure to insert a cerclage on (B)(6) 2025 and suture was used. The description of the complaint was that the suture material came away from the needle during surgery. The event was managed without any consequences to the patient as the surgeon was able to use the other end of the suture to close. Additional information was requested.